Manufacturer narrative:
The available information suggests this device and lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) pacing lead exhibited an increase in pacing impedance measurement from 600 ohms at implant to 1,670 ohms approximately three months later. It was also reported that the threshold measurements had increased and r-wave amplitude had decreased. Subsequently, the patient experienced a syncopal event. The physician did not feel the syncopal episode was related to device or lead functionality. Approximately six months later, pacing impedance measurements had increased to 2,120 ohms. No adverse patient effects were reported.